Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission showed invalid diagnostics on the pacemaker. The patient had been receiving radiation therapy. The patient was brought into clinic and the diagnostics were restored. The patient was noted to be in stable condition.